Manufacturer narrative:
Correction: b4/f8: date of this report in MDR follow up #1 is being corrected from blank to 06/22/2021.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an integrated apd set w/cassette was leaking; further described as, ¿the cassette seemed to be leaking solution down and it did not get the membrane wet¿. The leak was observed during use for automated peritoneal dialysis (apd) therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted a pin hole in the cassette sheeting. Functional testing including leak, clear passage and clamp function testing were performed; no issues were observed during clear passage and clamp function testing, however, a leak was identified at the pin hole in the cassette sheeting during leak testing. The reported condition was verified. The cause of the pin hole could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.